Manufacturer narrative:
(B)(6). The lot was manufactured between september 12, 2017 ¿ september 15, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The rupture occurred during filling with fluorouracil and before patient use. There was no patient involvement. No additional information is available.